Event description:
It was reported that patient experienced unspecified issues with his sling device. Patient underwent a surgical procedure to implant a new artificial urinary sphincter (aus). No information about the patient outcome is available at the moment. Additional information was requested, however no further information was available.